Event description:
There was no stimulation. The connection between the generator and the extension was filled with foreign material (not specified). Lead impedance measurements were > 2000 ohms for all lead contacts. The system was replaced. No injury was reported. The current status of the pt was reported as normal.

Manufacturer narrative:
Final device analysis: there was good stable output on each electrode pair at the settings that the device had when received by medtronic. There was good stable output on every electrode pair including the unipolar mode. The output matched the programmed settings. There were no issues pressing on the generator can. Setscrews were backed out too far. The generator was functionally ok. The #3 setscrew connector block was pulled up in the molded rubber and the rubber was torn. The #1, 2, and 3 straight wire conductors are broken at their respective setscrew connector block crimp sleeves. The #0 straight wire conductor was broken in the middle of the wire.